Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a lead revision procedure. Upon device interrogation, the patient's right atrial lead exhibited episodes of undersensing. The lead was explanted and replaced. The patient's condition was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the lead was also dislodged.